Manufacturer narrative:
Batch review performed on 26 june 2023. Lot 182649: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-jun-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115) lot 1907365: (B)(4) items manufactured and released on 27-jan.2020. Expiration date: 2025-jan-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two other similar reported events during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 years and 11 months after the primary date, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.